Event description:
It was reported that a pump/gravity solution set leaked from below its drip chamber. Air was also noticed in approximately 30 to 40 cm of tubing. This occurred during patient infusion of paracetamol using gravity. The setup consisted of the solution source connected to the solution set, which was connected to an extension set, which was connected to a catheter. The infusion was then stopped, and there was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.